Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes had air bubbles in the gel. The following information was provided by the initial reporter: the customer stated "there are air bubbles in the gel" customer understands the air bubbles has no impact on testing/analysis.